Manufacturer narrative:
The investigation determined that higher and lower than expected intact pth (ipth) results were obtained when processing non-vitros (biorad) quality control (qc) fluids using vitros ipth lot 1560 and lot 1621 on a vitros xt7600 integrated system. A definitive assignable cause could not be determined. A vitros ipth lot 1560 reagent issue cannot be ruled out as a contributor to the event, as despite acceptable accuracy from historical qc testing, within laboratory precision was unacceptable from historic qc analysis of the biorad l1 control. However, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros ipth reagent lot 1560. As vitros ipth lot 1621 was a new reagent for the customer at the time of the event, no historical qc results were available for evaluation and a reagent related issue cannot be ruled out as a contributor of the event. Additionally, continual tracking and trending indicates a possible performance issue with vitros ipth reagent lot 1621. Ortho has initiated an investigation for lower than expected results obtained from multiple vitros ipth reagent lots tested on multiple vitros instrument platforms. There was no evidence an instrument malfunction contributed to the event, however, as no diagnostic precision testing was conducted to verify instrument performance, an instrument issue cannot be completely ruled out as a contributor of the event. Improper qc handling is an unlikely contributor to the event as the customer indicated they following the biorad instructions for qc preparation. Email address for contact office in field MFR site above is (B)(6). (B)(4).

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher and lower than expected intact pth (ipth) results were obtained when processing non-vitros (biorad) quality control (qc) fluids using vitros ipth lot 1560 and lot 1621 on a vitros xt7600 integrated system. Vitros lot 1560, biorad lot 88722 (level 2) results of 828.35, 822.95 and 829.53 pg/ml versus the baseline mean result of 643.43 pg/ml vitros lot 1621, biorad lot 88721 (level 1) result of 40.30 pg/ml versus the baseline mean result of 57.66 pg/ml the higher and lower than expected vitros ipth results were obtained when the customer was processing non-patient fluids. However, the investigation could not rule out that patient sample results would not be affected if the event were to recur undetected. Ortho has not been made aware of any allegation of harm as a result of this event. This report is number three of four MDR¿s for this event. Four 3500a forms are being submitted for this event as four devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).